Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a failure; stuck on checking the recharger screen. Device failed at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was getting system problem rm03 and recharger problem when charging the implant. Patient stated it is very difficult to charge implant and described the passive recharge mode screen and sometime get excellent recharging quality, looking for device. Patient services (ps) asked patient to check recharging level on the controller and ins. Patient stated ins 40% and controller 80% and screen showing rm03 while on the call. Patient mentioned recharger gets warm when charging. It was also reported that the controller will not connect to the implant without the recharger (rtm), screen showed no device found or connect the recharger. Patient was told to stop recharging the implant and disconnect the recharger antenna (rtm) and connect to ins without the rtm. The controller will not connect to implant without rtm connected. Patient stated the ins is 40% charged and controller 80%. No symptoms reported. A replacement controller and rtm was sent to the patient.